Manufacturer narrative:
Device manufacture date is left blank as it is a stand alone software.

Event description:
According to the complaint units for both po2(t) and pco2(t) was reported in aqure in kpa units instead of mmhg. A result for po2 was reported as less than 24. It was actually 111. No patient harm was reported due to this incident. The issue has now been corrected and verified by the customer.